Event description:
A healthcare worker exposed to cidex plus was hospitalized overnight after developing swollen lips, welts, hives, and itchiness. Two days before the event the worker was hospitalized overnight for difficulty breathing and hypotension that was thought to be medication-related. Both events required treatment with an epi-per and intravenous fluids. The worker is currently on medical leave pending an allergy evaluation to determine if the cause of two events is related with exposure to cidex plus or other factors.

Manufacturer narrative:
The worker's allergist reported the test result was negative for allergic reaction to glutaraldheyde and that the symptoms were not related to the cidex solutions or the patch test. The worker has been advised to never have any further exposure to the medical office since the etiology for the events has not been determined.